Event description:
Received info stating customer received a resume pump alarm. Customer could not restart insulin delivery and reverted to manual injections. Reportedly, customer's blood glucose was impacted.

Manufacturer narrative:
No product returning for eval. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.